Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported some cartridges from current lot are sticking in chamber and need to be pried out during supply changes. No impact on blood glucose (bg) or pump process. No symptoms experienced by the patient during the event, and no medical intervention required.